Event description:
Information received in 1999, from the patient indicates the right cylinder would inflate but deflates upon use; patient's peyronies curve was to the left 25 degrees, but left cylinder holds penis "fairly" straight; right cylinder still inflates very slight; left cylinder still functioning perfectly as of today.